Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had air in line issue. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The reported issue of the suspect pump module having air-in-line issues was not confirmed though a review of the logs or reproduced during laboratory testing. The suspect pump module¿s air detection system was laboratory tested and found to be in specification. Preventive maintenance testing performed on the suspect pump module confirmed the device to be within specification and operating as intended. The suspect pump module event log identified that on (B)(6) 2024 at 12:08 pm, the pump module was attached to the concomitant pcu. The air-in-line (ail) bolus limit was set at 75¿l and accumulated air enabled. At 12:14 pm, the user started an infusion with rate: 70ml/hr and volume to be infused (vtbi): 140ml. Seconds after, the device alarmed air-in-line. The user restarted the infusion. Immediately after, the device alarmed air-in-line again and the user paused the infusion. At 12:15 pm, the user selected a rate: 600ml/hr and vtbi: 600ml. User restarted infusion. Device alarmed air-in-line three (3) times. The user restarted the infusion after each alarm. At 12:16 pm, the user selected a rate: 70ml/hr and vtbi: 599.747ml. Device alarmed air-in-line. The user paused the infusion. Between 12:18 pm and 12:29 pm, the user selected a rate: 70ml/hr and vtbi: 140ml. User restarted infusion. The device alarmed air-in-line seven (7) times. The user restarted the infusion after each alarm. The user then detached the pump module. At 12:30 pm, the pump module was attached again to the concomitant pcu. The user started a new infusion with rate: 70ml/hr and vtbi: 140ml. The device alarmed air-in-line. The user channeled off the pump module. There are higher single air bolus settings available that can be used if less sensitivity is desired. Internal and external inspection of the pump module did not identify any irregularities. The set loading and unloading guide for the bd alaris pump module tip sheet contains detailed instruction on how to properly set the primary administration set. Step 4 states, ¿firmly push the tubing toward the back of the air in line detector. Nuisance air-in-line alarms could occur if the tubbing is not pushed far enough into the air-in-line detector¿. ¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to service: suspect pump module s/n: (B)(6) (w/o: (B)(4)) device opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii). The information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had air in line issue. There was no patient involvement.